Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The malfunction code was reset successfully with assistance from technical support, and the customer was instructed to continue using the pump while being advised to call back if the issue recurred.